Manufacturer narrative:
One opened suture, in a blister, in a bag was received for the report of suture breaks during surgery. Sample was visually inspected and found to be nonconforming, suture us light in color, not black, suture us broken, only 1 needle returned. A dimensional inspection was done for suture diameter and samples were found to be conforming. Functional testing for suture strength and channel smash was performed and found to be conforming. Because the suture was noted to be lighter in color, a second visual inspection took place. The channels of the needle were opened, the sample was visually inspected and was found to be conforming for black suture color inside of the channels. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. The returned sample was found to be non-conforming visually; however, the sample was conforming for all functional and dimensional testing associated with the reported event, therefore suture breaks during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event the suture was found to be light in color; however, since the suture color within the channel was confirmed as black; a root cause cannot be determined for the complaint as described by the customer. No action was taken as the suture was dimensionally and functionally conforming and the exact root cause for the light suture could not be determined. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic surgical suture broke during cataract surgery. The surgery was completed on the same day. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).